Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because of the patient company.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella cp insertion was aborted due to the patient¿s anatomy. There was no patient harm.